Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, difficulty was noted while interrogating the device via inductive telemetry. After multiple re-interrogation attempts the device was able to be interrogated successfully. The patient is stable with no adverse consequences.